Event description:
The (B)(6) male patient received a precise stent in the internal carotid artery. The email received for the (B)(6) study indicated that approximately seven months after the index procedure the patient died due to renal cancer. The event was graded as unrelated to both the index procedure and the implanted stent. The adjudication minutes received (B)(6) 2011 notes that although the contributing etiology for the patient's death approximately six months after stent placement was unknown it was listed as neurological in origin and that it was unrelated to the index procedure but was related to the precise stent. The site recorded the official cause of death as other: medical and noted that the patient's death was not related to the device or the index procedure. However, per the adjudication there is not enough information provided to completely disassociate the event from the product. As such, to better reflect the adjudication determination the current code of renal cancer will be removed and "unknown death" will be added as a reportable complaint.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The adjudication minutes received (B)(6) 2011 notes that although the contributing etiology for the patient's death approximately six months after stent placement was unknown it was listed as neurological in origin and that it was unrelated to the index procedure but was related to the precise stent. The site recorded the official cause of death as other: medical and noted that the patient's death was not related to the device or the index procedure. However, per the adjudication, there is not enough information provided to completely disassociate the event from the product. As such, to better reflect the adjudication determination the current code of renal cancer will be removed and "unknown death" will be added as a reportable complaint. The patient was an (B)(6) man with a history of stroke, tia, cad, CABG surgery, pci, diabetes, dyslipidemia and hypertension. On (B)(6) 2009, he underwent the index procedure with delivery of the angioguard, pre-treatment balloon angioplasty and placement of precise rx stent in the left ostial ica. The site reported a 0% final residual in-lesion stenosis. No new neurological deficits were documented during the procedure. Post-procedure, the (B)(6) score was 0 and the (B)(6) score was not performed. The patient was discharged on (B)(6) 2009 on asa and clopidogrel. The 30-days follow-up performed on (B)(6) 2009 recorded (B)(6) score of 1 and (B)(6) score of 2. The site was queried for clarification and additional information. The site responded that the examiner at 30 days "rated item 6-facial palsy as 1." The patient expired on (B)(6) 2009. The circumstances of the patient's death are unknown and no medical records are currently available. The only record provided by the site was the social security death index search result which confirmed the date of death as (B)(6) 2009. The site recorded the official cause of death as other: medical and noted that the patient's death was not related to the device or the index procedure. Additional information has been requested. The site responded that no additional source documents will be available leading to the patient's death. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13455660 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.